Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 490 mg/dl. The customer's blood glucose was 168 mg/dl at the time of call. Customer changed set and pump as a treatment of high blood glucose. Customer does not want to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.